Event description:
Customer reported via phone call to have been having a stress test at the hospital and began to have chest pains. When insulin pump was removed it was noted that reservoir leaked and a motor error was received. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No moisture damage on the electronic assembly noted. Unable to perform displacement test due to motor error alarm. No cosmetic damage noted.